Manufacturer narrative:
No malfunction found. The end user was operating the power wheelchair on an uneven sidewalk, hit a bump and the end user fell. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass."

Event description:
The end user was operating the power wheelchair in on an uneven sidewalk, ran over a bump and fell.